Manufacturer narrative:
During the laparoscopic gallbladder procedure, three (3) clips slide off and fell into the patient after the fifth (5) clip being fired. This reported incident regarding the clips falling out was replicated during the returned device investigation at (B)(4). The investigation revealed that the jaw measured to be .011" over specification. This resulted in clips falling off. The investigated device was noted to be beyond its useful life (> 5 years old). There was no harm to the patient.

Event description:
During the laparoscopic gallbladder procedure, three (3) clips slide off and fell into the patient after the fifth (5) clip being fired. All clips which fell into the patient were retrieved. There was no harm to the patient.